Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated longevity was 20%. At this time, there is no evidence to suggest data from this device has been analyzed to confirm the premature battery depletion (pbd) observation. The device replacement procedure is scheduled to be performed in the upcoming months. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as the estimated remaining longevity was 20%. At this time, there is no evidence to suggest data from this device has been analyzed to confirm the premature battery depletion (pbd) observation. The device replacement procedure is scheduled to be performed in the upcoming months. No adverse patient effects were reported. The device remains in service. Additional information was received indicating that this device was explanted and replaced. No additional adverse patient effects were reported. At this time, there is no indication of product return.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.